Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammatory foreign body reaction to silicone particles.

Event description:
Patient reported "accommodation folds" "swelling," "pain," "inflammatory process." Also reported "areas of adenosis" and "breast cysts" which were determined not to be device related. Healthcare professional reported "chronic lymphoplasmacytic inflammatory process." Affected side is right. Device was explanted.